Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that both the right atrial (ra) and right ventricular (rv) leads exhibited increased capture threshold resulting in loss of capture. X-ray confirmed that both the leads were dislodged. Both the ra and rv leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.